Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility by phone or mail to obtain more information, incident form, and photos that were sent without photos. An examination of the subject device was done by a lumenis service engineer. Ce was onsite on (B)(6) 2021 for evaluation. He didn't detect any errors at startup. He checked energy output on ipl and resurfx and confirmed within specification and works well. All settings and energy output on ipl and resurfx meets factory specifications. No issues found. A device malfunction is not the suspected root cause of the adverse event. Although incident forms were sent lumenis clinical director wasn't able to complete the evaluation. Future analysis will take place. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the chance of permanent impairment, the company is reporting the event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. Device malfunction has been determined not to be the cause of the adverse event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burns on an unknown area following treatment with a lumenis stellar device.